Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse found error 718 (injection valve error). Fse replaced diaphragm plunger, rhodyne valve and uptake check valve. The customer ran samples and resumed operations. The g8 was working as intended. No further action required by fse. The probable cause of the event was related to the rhodyne valve

Event description:
On (B)(6) 2015 a customer reported low total areas (tl) while operating their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c for patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.